Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the h6 sectiona and to provide updated information to the investigation results in the h10 section. H6 - results - 213 is based upon dimensional testing of the returned sample. Upon examination of the carrier tube, it was noted that the carrier tube was distorted at the hub of the device cap and the tamper tube was completely removed from the device. The deployment sleeve of the device was in the full forward lock position. The bypass tube was found dislodged at the base of the hub on the carrier tube assembly. The hemostasis sheath was then examined, and several kinks were identified on the sheath. No other visual anomalies were noted. Fluoroscopic analysis of the hemostasis sheath was conducted, and the presence of the collagen was verified in the hub of the hemostasis sheath. No functional testing was performed due to the collagen was stuck into the hemostatic valve. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.102'' which was within the specification of 0.102'' +/- 0.005. Measurement was found to be within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not mated to the hemostasis sheath and carrier tube assembly appropriately. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction in section d10, update section h3, and to provide the completed investigation results. Section d10 was inadvertently selected "no" device was not available; however, the actual device is available, and the device return date has been provided. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemostasis sheath, and tamper tube were returned for analysis. Visual inspection revealed that the deployment sleeve of the device was in the forward lock position. The tamper tube was removed from the carrier tube assembly and the bypass tube was found at the base of the hub on the carrier tube assembly. The carrier tube was found distorted, as though it had been pulled and twisted. Several kinks were also noticed on the hemostasis sheath. No other visual anomalies were noted. Fluoroscopic analysis of the device was conducted, and the presence of the collagen was verified in the hub of the hemostasis sheath. Functional testing was unable to be performed due to the collagen was found stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the user attempted to withdraw the device manually after a non-deployment pullout event; the collagen was lodged in the hemostatic valve while attempting to separate the carrier tube assembly from the hemostasis sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to fix the device to the insertion sheath. Following the steps as usual, the physician threaded the locator/insertion sheath assembly over the guidewire, inserted the assembly into the artery, and removed the locator and guidewire from the insertion sheath after confirming blood flow from the dip hole. Then, the physician felt high resistance when the physician inserted the device into the insertion sheath. The physician was not sure if the sheath cap and the device sleeve properly snapped together or not. The physician decided not to use the device and removed the device from the patient. The device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. There were no other devices or equipment used with the reported product.